Manufacturer narrative:
Results: samples were not returned, however the customer provided seven photos of the affected device for evaluation. A photo inspection revealed a needle penetrating its shield. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6202786. Conclusion: based on the returned photos, the potential root cause for this incident lies at the shielding station in the assembly process. The most probable reason is related to the set-up alignment of the shield loader station. Based on an evaluation of severity and frequency, it was determined that no corrective action is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that two employees obtained needle stick injuries after giving a patient an insulin injection with a 30g x 8mm bd pen needle. This occurred while they were recapping the needle. The initial reporter declined to provide any additional information for these incidents, therefore, it is unknown if any medical interventions were provided.